Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous fistula using pod packing coils (podjs). During the procedure, while advancing the last podj through a lantern delivery microcatheter (lantern), the podj unintentionally detached inside the lantern. Therefore, the physician flushed the detached podj into the target vessel and the procedure was ended at that point. There was no noted damage to the lantern and there was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had slight bends along its length. The embolization coil was detached and the proximal constraint sphere was inside the distal detachment tip (ddt) indicating a fractured sr wire. The embolization coil was detached; therefore, the returned device was unable to be functionally tested. The pusher assembly was kinked by the investigator when archiving the device. Conclusions: evaluation of the returned podj revealed embolization coil was detached due to a stretch resistant wire fracture (sr wire). If the embolization coil is forcefully manipulated within patient anatomy the sr wire may fracture causing the embolization coil to detach. The pet lock was intact and the pusher assembly was largely undamaged. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing.